Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, after unpacking the device, the stylet was removed from the distal tip. The device was tested and it was noted that the tip of the device was bending to the right. The procedure was completed with another jagtome rx sphincterotome.there were no patient complications as a result of this event.according to the complainant, the tip was misaligned. Due to the misalignment, the sphincterotome was bending to the right.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip with exposed cutting wire was twisted and the exposed cutting wire was bent. A functional evaluation found that the device met the minimum bowing specification; however, the device bowed to the right and not in plane due to the bent/misaligned wire and twisted tip.following the analysis, it was noted that the condition of the returned device was consistent with the complaint incident that the tip was bending to the right. During manufacturing, the sphincterotome devices are 100% inspected and the bent/misaligned wire is likely due to customer handling/prep. Therefore, the most probable root cause classification is handling damage.a review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, after unpacking the device, the stylet was removed from the distal tip. The device was tested and it was noted that the tip of the device was bending to the right. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event. **additional information received since (B)(4), 2011** according to the complainant, the tip was misaligned. Due to the misalignment, the sphincterotome was bending to the right.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, after unpacking the device, the stylet was removed from the distal tip. The device was tested and it was noted that the tip of the device was bending to the right. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications as a result of this event.